Event description:
It was reported that the balloon ruptured before the stent was fully deployed. Some difficulty was experienced removing the balloon from the pt because it appeared to be hooked on the stent. After removal of the stent delivery system (sds), a perforation of the vessel was identified just distal to the stent. A pericardiocentesis was performed to treat cardiac tamponade.